Manufacturer narrative:
This report is for an unknown prodisc c. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. UDI # unknown part number, UDI is unavailable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014 the patient was scheduled for a total disc arthroplasty at c6-7 for spinal stenosis. Upon review of the patient's x-rays in the room before the procedure, surgeon noted that the patient had a prior disc replacement with prodisc c at c5-6. It was noted that this implant had moved anterior, protruding slightly from the c 5-6 disc space but that the keels looked to still be within the vertebral body. It is unknown when the malposition occurred but the patient was asymptomatic at this level pre-operatively. During the procedure, the surgeon impacted both implant endplates and was able to seat the implant farther back into the disc space without incident. The implant was not removed during the procedure as patient consent had not been obtained prior to the procedure. The surgeon proceeded to the scheduled anterior cervical discectomy and disc replacement at the c6-7 level in normal fashion using a prodisc c implant to address patients spinal stenosis. There was no known injury or complication to the patient during the procedure. It was reported that due to this event an additional 5 minutes was added to operating room time. The surgeon will follow the patient closely and monitor the implants position and schedule a removal with fusion if needed. This report is for an unknown prodisc c. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device history records for the reported product lot indicate a nonconformance report that part number 09.820.045s, lot number 7099883 was affected by a water leak within the manufacturing facility¿s controlled environment room while awaiting secondary packaging operations. The report shows that the affected component product was removed from the lot, scrapped, and replaced with new component product and that the component products were successfully reworked in accordance with established requirements with no additional non-conformities reported. Reworked and replacement component products were re-assembled to produce the reported lot of product with no additional non-conformities reported. There is no objective evidence indicating that the reported water leak contributed to the complaint condition. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a review of the device history records has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014 the patient was scheduled for a total disc arthroplasty at c6-7 for spinal stenosis. Upon review of the patient's x-rays in the room before the procedure, surgeon noted that the patient had a prior disc replacement with prodisc c at c5-6. It was noted that this implant had moved anterior, protruding slightly from the c 5-6 disc space but that the keels looked to still be within the vertebral body. It is unknown when the malposition occurred but the patient was asymptomatic at this level pre-operatively. During the procedure, the surgeon impacted both implant endplates and was able to seat the implant farther back into the disc space without incident. The implant was not removed during the procedure as patient consent had not been obtained prior to the procedure. The surgeon proceeded to the scheduled anterior cervical discectomy and disc replacement at the c6-7 level in normal fashion using a prodisc c implant to address patients spinal stenosis. There was no known injury or complication to the patient during the procedure. It was reported that due to this event an additional 5 minutes was added to operating room time. The surgeon will follow the patient closely and monitor the implants position and schedule a removal with fusion if needed. Patient was schedule to have the implant removed on (B)(6) 2015. She is scheduled to also have the adjacent pdc. Surgeon will be fusing both levels. Currently the posting is removal of pdc at c5-6 6-7 followed by a cervical fusion. The patient has been rescheduled to have both pdc implants removed on (B)(6) 2015 and revised to a cervical fusion at levels c5-c7. The second pdc implant at disk level c6-c7, will also be removed during 2nd revision surgery. It has been reported that this implant has no issues, but the patient is requesting it to be removed as well. It was reported that removal surgery date was completed on (B)(6) 2015. The procedure was removal of hardware (prodisc c) c5-6, 6-7 and anterior cervical fusion (acf) c5-6, 6-7. Both implants were easily removed without incident or injury to the patient. The surgeon followed the removals with an anterior cervical fusion for both levels in the usual fashion. The removed implants were placed in separate specimen jars and labeled per their respective levels and sent to pathology. Surgeon removed the following implants: removed from c5-6 - prodisc c large 5 and from c6-7 - prodisc c large 6. This is report 1 of 2 for (B)(4).